Manufacturer narrative:
The product is expected to be returned for add'l testing. Add'l info will be submitted upon 30 days of receipt.

Event description:
The guide wire went through the sidewall of the pigtail catheter. There was a linear crack on the shaft of the catheter, close to the pigtail end. The crack was distal to any of the side holes. There was no pt injury.